Manufacturer narrative:
A lot history review (lhr) of reya1327 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported erythema, induration, edema and pain in the catheter trajectory. On (B)(6) 2014 - our product specialist couldn't reach the customer. The specialist informed that when the patients had the reaction against the product they received treatment with anti-inflammatory and they placed a product from (B)(4). The doctor mentioned that from 3 patients (child with age less than (B)(6) weeks) in whom the catheter was placed, the three had reaction." On (B)(6) 2014 - patient received intravenous antiinflammatory. (B)(6) 2014: did all three children require an intravenous anti inflammatory? Yes, because of the inflammatory process so aggressive. How long was the catheter implanted? Between the second and third days it was presented the inflammatory process. Did the customer suspect a subcutaneous fluid leak or infection? No, the tips of the catheters that presented reaction were all submitted to growth analysis. No leakage was reported, it was considered that the problem was the catheter or the introducer material.